Manufacturer narrative:
The baxter technician found the pcb assembly, left caregiver control needed to be replaced. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in mar 23, 2026. It is unknown if the facility performed any other preventative maintenance on this bed. The affinity 4 birthing bed requires an effective maintenance program. We recommend that you do annual preventive maintenance (pm) for joint commission certification. Pm not only meets joint commission requirements but can help make sure of a long, operative life for the affinity 4 birthing bed. Two effective ways to reduce downtime and make sure the patient remains comfortable are to keep accurate records and maintain the affinity 4 birthing bed. Check the switches in the side rails to ensure they are functioning correctly. Also check for intermittent operation. The technician replaced the pcb assembly, left caregiver control to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report that affinity 4 bed frame had head of bed raises on its own. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported.